Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, flaking plastic-like object was discovered which covered large parts of the lumen. It was uncertain what the object was, whether it was plastic, dried mucus film, possibly oil that has dried and become a plastic-like, or whether it had anything to do with the sedation. The patient was re-intubated.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.